Event description:
In april 2004, the pt reportedly experienced intermittency while using the sound processor. In april 2004, the pt reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the audiologist was unable to test device performance. Programming adjustments were made and the pt was able to hear. Six days later, the pt reporedly was seen at the center. External equipment was exchanged. Testing performed confirmed link only in stand-alone mode. Surgery to explant the pt's c1 device has been scheduled.